Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed a solid white particle, between 1.36mm and 1.91mm in length, floating in the fluid inside the reservoir. Fourier transform-infrared spectrophotometer scanning identified the particle to be acrylic material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter within its bladder. This was found before use. The device was filled with tobramycin. There was no patient involvement. No additional information is available. This is report 2 of 3.